Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the skin graft mesher was opened in the room and the metal bent up on itself. "The surgeon was cranking the graft through the mesher as the carrier fed through the metal plate began bending upwards. We immediately stopped and carefully removed the graft from the mesher. We then took the working arm off the bent mesher and used it on the other mesher which then worked fine". No patient harm was reported and the graft was able to salvaged. A delay of 15- 20 minutes under anesthesia was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On may 24, 2018, it was reported that the second unit that was opened in the room [this complaint] and the metal was bent up on itself. Update: it was reported that: "the surgeon was cranking the graft through the mesher as the carrier fed through the metal plate began bending upwards. We immediately stopped and carefully removed the graft from the mesher. We then took the working arm off the bent mesher and used it on the other mesher which then worked fine. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 22, 2016 where it was reported that the ratchet does not slide on properly and the roller, damaged comb, and ratchet gear were replaced. This is not a related issue. Product review of the skin graft mesher on june 18, 2018 revealed that the comb was damaged, along with the side plates, roller, and roller gear. The pretests could not be performed due to the damaged parts no cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on june 18, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, and shoulder bolts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was noted that the comb was damaged, along with the side plates, roller, and roller gear. While during product review it was noted that the comb was damaged, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.